Event description:
We received a report that during implantation of a pcb00 intraocular lens (iol), the iol broke in half. Initially, the report indicated that the lens was not implanted/injected. In follow up it was learned that an incision enlargement was required to remove the iol. Another lens was subsequently implanted and no patient injury was reported.

Manufacturer narrative:
Additional information was provided indicating that the incision during surgery was 2.0mm, but the instruments for lens extraction is larger than that. That is why the enlargement had to be done. Manufacturing record review all process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications for the serial number (B)(4) of the intraocular lens. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. The product met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(6). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Viscoelastic residue was observed in the cartridge. The plunger component was noted in the fully advanced position observing that the push rod was outside of the cartridge. A small quantity of viscoelastic was observed adhered to the cartridge tip. No lens was observed inside of the device or received apart. No manufacturing assembly error was identified in the preloaded insertion system unit. Cartridge was observed in the correct position (fully engaged into the lower body of the pcb00 device). The initial report indicates that lens broke in two during insertion. This suggests that this complaint is related to operational problem. The preload insertion system has not been affected by the manufacturing process since no assembly error on the preloaded delivery system was identified. All pertinent information available to the manufacturer has been submitted. Placeholder.